Event description:
The customer reported that her blood glucose went over 500 mg/dl and she was taken to the emergency room, after the infusion set connected to her insulin pump was leaking. It was stated the tubing was split in half about three inches away from her body, so she had not been receiving insulin from the insulin pump. On the way to the emergency room, she was treated with saline and reportedly was not treated at the emergency room. The customer was wearing the insulin pump at the time emergency medical services were called. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.